Event description:
The patient presented with an alert for aborted charges due to possible circuit damage. Low high voltage impedance and pocket stimulation were observed during the hvlic. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reason for return was confirmed. The outer insulation was abraded and filars of the rv ring were melted causing the ICD circuit damage along with the aborted shocks and low impedance. The damage found is consistent with the lead friction to ICD can.